Manufacturer narrative:
MFR's analysis and investigation: lot record analysis: 1653796 (mfg. Date 05/2009) shows 5100 units; 1731582 (mfg. Date 08/2009) shows 5000 units; 1732279 (mfg. Date 08/2009) shows 5000 units, all were manufactured, tested, inspected, and released. Investigation of returned devices: the MFR received a total of three (3) used d1000 tego connectors. Visual; functional and additional engineering tests were performed. Visual analysis recorded various damages to the seal, housing componentry, presence of residual dried blood trapped between the seals and housing. Functional performance testing recorded leakages with two (2) of the three (3) returned tego connectors. The engineering investigations/analysis into these findings documented that based on the extent and location of the damage/tears to the silicone seals the tears matched the curvature of the connector posts inside the housing. Since there is a thread stop on the housing, it is likely that the damage was caused by excessive force, over tightening and or off-center access with a long male luer slip type connector(s) while attaching/detaching. The involved tego device and dialysis tubing set associated with the flow/air issue was not returned for analysis and investigation. All of the identified manufacturing and complaint database record analysis show the tego devices were manufactured to specification, tested, inspected and released. On (B)(6) 2010 ICU medical international product service specialists performed additional training and in-servicing. The distributor and facilities were provided posters, training materials to emphasize intended usage and correct clinical techniques. Corrective actions included educational training sessions, educational materials/posters and follow-up in-servicing. Feedback from the facilities clinical educators showed an understanding and acceptance of the education requirements that maybe required due to the fact that for many this was the first time any of their staff had ever utilized needle free, microbiologically and mechanically closed connectors and therefore needed more time/training to be less aggressive in their connection processes/manner. (B)(4).

Event description:
International ((B)(6)) complaints received from distributor reporting leakage and flow issues with use of d1000 tego connectors and various dialysis tubing sets, access & mating devices and monitoring equipment (noi). The event dates were reported as (B)(6) 2009; (B)(6) 2010. There were no reported adverse patient consequences associated with the reported events.